Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (v-tachy mode set to value other than monitor + therapy) in (B)(6) 2012. The physician was notified by boston scientific's technical services (ts). The physician was planning to contact the patient to discuss the issue further. Subsequently, the local representative contacted ts to report that this device had declared a fault code#1003. Upon arrival to the hospital's emergency room (ER), the patient's heart rate (hr) was in the 30 bpm range. Upon an attempt to interrogate the device, a "voltage is too low for remaining capacity" message was displayed. Ts explained the issue and recommended that the device should be replaced immediately. The patient had asked if an attorney should be contacted. The patient was intubated and started on isuprel prior to the device replacement procedure. The physician informed the local representative that the patient's blood pressure had been as low as 60 mmhg systolic but had rebounded up in the 80 mmhg range prior to the start of isuprel. However, the patient's hr remained in the 30 bpm range throughout the replacement procedure until the replacement device was connected. Following the procedure, the patient was transported to the coronary care unit (ccu) to be extubated later that day.

Event description:
Boston scientific received information from the local representative that this patient had been extubated and was discharged the next day. The patient was re-admitted the day after hospital discharge in respiratory failure and was intubated again. The replacement device was checked at that time and no device-related issues were identified. The explanted device is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. The interrogated monitoring voltage was 2.253 volts associated with an average power consumption of 47 microwatts and a remaining cell capacity of 1.30 amp hours. Review of the device memory confirmed that low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The device is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--